Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was admitted to the hospital due to renal insufficiency and had a catheter implanted for dialysis treatment. During the treatment, it was found that the catheter's junction between the blue venous extension tube and bifurcate/hub was leaking blood where a crack was noted. No other products were being utilized with the device. Nothing unusual observed on the device prior to use. No other defects/damages found on the product. The catheter was not repaired. No cleaning agent used on the device. Tego was not utilized. There was no luer adapter issue. The catheter was removed immediately as remedial action to address the issue. There was an unspecified amount of blood loss. Blood transfusion was not required. No medical intervention/treatment required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted visible signs of use and a crack on the extension tube at the point where it connects to the bifurcate. No other abnormalities were observed on the device. It was reported that there was a leak on the extension tube near the bifurcate. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue can occur if the device comes in contact with a sharp instrument or if clamping is applied too closely to the hub. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted visible signs of use and a cut on the venous extension tube where it met the bifurcate hub. The placement of the cut suggests it was created by clamping the tubing too close to the hub. Clamping the extension tube close to the bifurcate hub can cause excess stress on the extension, which can lead to breaks/leaks in the tubing where it connects to the hub. It was reported that there was a leak on the extension tube near the bifurcate. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: clamping repeatedly on the same spot could weaken the tubing and clamping near the adapter and hub should be avoided. Additionally, there was a cut found on the arterial extension line that could've been caused by sharp instrument contact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.